Event description:
It was reported that approx one hour after a coronary drug eluting stenting treatment procedure, the pt developed a thrombosis. The 90% stenosis (progressive disease) in the mid-lad was predilated with a 2.5 x 15mm balloon (unknown brand). The physician then implanted a taxus express2 3.0 x 20mm drug eluting stent. A second taxus express2 stent was deployed in the circumflex during this procedure. The pt had taken plavix prior to the procedure. The pt was given asa during the procedure. Approx one hour after the procedure, the pt developed chest pain and EKG changes. The pt was found to have thrombosis in the lad. There was no involvement of the taxus stent in the circumflex. The physician suspected a possible distal edge dissection. The vessel was reopened with a ranger 3.0 x 20mm balloon and good flow was re-established. A taxus 3.0 x 8mm stent was deployed at the distal edge of the previously placed taxus stent. No other injuries or complications were reported. In the opinion of the physician, the thrombosis was not related to the taxus stent. The pt is being evaluated for hypercoagulable state.